Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of non-reproducible n latex flc lambda results on an atellica neph 630 analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of non-reproducible n latex flc lambda results on an atellica neph 630 analyzer. The initial result was reported to and questioned by the physician(s). The customer retested the sample multiple times and a higher result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the non-reproducible n latex flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00040 on 10-oct-2024. Additional information 25-oct-202: sections a2, a3a and b7 have been updated with additional information. Section e1, initial reporter contact name and phone number was corrected. Additional information 30-oct-2024: siemens evaluated this issue and provided the following conclusion: based on an analysis of the data provided, the cause of the discordant results could not be identified. Adjustment and quality control results were within acceptable ranges at the time of testing and no other discordant results were obtained. The probable cause of the discordant results is consistent with a sample integrity issue. Atellica neph 630 n latex flc lambda lot 473291 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.